Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a facility performed a controller exchange as a result of a 'controller fault alarm'. There were no patient injury reported as result of current event. The exchanged controller ((B)(4)) was returned to the manufacturer for evaluation. Evaluation confirmed the reported 'controller fault alarm' event. The root cause for the reported "controller fault" alarm was found to be failure of the automatic power switching circuit, likely a result of a compromised component supplied by external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the controller had controller fault alarms that occurred several times during one day. A controller exchange was performed. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event.